Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2013 as they were having problems with sedation. The health care provider (hcp) wanted to interrogate the pump to confirm it was working and to find out how much medication the patient was getting. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).